Event description:
It was reported that after a tka on (B)(6) 2019, the femur had a streak down at the medial condyle and the lgn xlpe cr insert sz 1-2 9 mm was broken. The patient required a revision surgery and the current status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, based on the single photo image provided, the root cause of the reported event was most likely an insert disassociation with subsequent femoral condyle and tibial baseplate articulation; however, this cannot be definitively concluded. It is unknown if the patient experienced any trauma prior to the reported event. The patient impact beyond the suspected insert disassociation with metal-on-metal articulation with subsequent revision could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed revealed that the implant can break or become damaged as a result of strenuous activity or trauma and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.